Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, a crease was observed on the posterior view. Additionally, a tear was found within the crease, measuring 7.8 cm, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/13/20. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Right device lot number became evident as 270916. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the date of explantation scheduled for (B)(6) 2020 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian caucasian female patient underwent a breast augmentation revision with mentor memorygel 325cc silicone breast implants which the report indicates bilateral breast pain , bilateral capasular contracture baker grade IV on the right side,and iii on the left side and bilateral rupture. MRI examination confirmed bilateral rupture with capsular contracture. As a result patient scheduled for removal on (B)(6) 2020. This report is for the right side.